Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were out of range on the day of the event. The customer loaded new wash reagent and cleaned the deionized (di) water bottle, and loaded fresh di water. The customer reran qc, which were within range. The siemens technical application specialist (tas) was dispatched to the customer site. Tas discovered that qc samples were run as patient samples and incorrect standard deviation (sd) was set up in laboratory information system (lis) for bnp qc. Tas installed new qc material into the system and reviewed lis with laboratory supervisor. Tas instructed the laboratory supervisor to run qc as controls samples and not as patient samples. Tas performed calibration with qc material, which passed. Tas performed a system check, which passed. The cause of the discordant, falsely depressed bnp result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed brain natriuretic peptide (bnp) result was obtained on a patient sample on an advia centaur cp instrument. The discordant bnp result was not reported to the physician(s). The sample was repeated on the same advia centaur cp instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed bnp result.

Manufacturer narrative:
The initial MDR 2432235-2018-00075 was filed on february 21, 2018. Additional information (09/30/2019): a large reference range study was performed and reported a median and normal range values that are lower than those reported in the IFU. This reference range study has identified that there is a difference observed with different sample sets. The llanberis population demonstrated a 23% higher median in the patient samples results when compared to those reported through the sourced samples cohort from biomnis france. The total t3 IFU documentation states that for reference ranges "consider these limits as guidelines only. Each laboratory should establish its own reference ranges." The customers that have raised complaints have not indicated that they have set their own ranges based on the population. A review of the patient panel release data has demonstrated that over the period of june 2017 through to march 2019 there has not been a change in the assay performance when the same sample population is tested on subsequent kit lots. There are no statistically relevant differences observed. The qc data collated over a period of 3 years does not show that there has been a notable shift in assay performance. Good laboratory practice for each laboratory to establish their own normal range or verify a normal range provided by an outside source (ex. Textbook, manufacturer, peer-reviewed journal article, etc.). This is supported by laboratory guidance (ex. Clinical & laboratory standards institute) and various regulatory requirements (ex. The joint commission (united states)). In alignment with this, the assay IFU states that the normal range is considered as a guideline only, which should be verified by each customer for their population. MDR's 2432235-2018-00073, MDR's 2432235-2018-00074, MDR's 2432235-2018-00076, MDR's 2432235-2018-00077, MDR's 2432235-2018-00078, MDR's 2432235-2018-00079, and MDR's 2432235-2018-00080 were filed for the same issue.